Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was 03/06/2014. Blood glucose at the time of admission was 1000 mg/dl. It was also reported the customer had two cracks in their insulin pump. No additional information provided.